Event description:
Prior to the explantation, it was suspected that the catheter was infected. Hence, it was decided to remove the catheter. Upon inspection it was determined that there was a small crack in the catheter wall. The catheter was released.